Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified. It was reported that the device was withdrawn from the anatomy and then reinserted. It should be noted that the promus everolimus eluting coronary stent system instruction for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. It is unlikely that the reported IFU deviation contributed to the incident.

Event description:
It was reported that during a procedure in the left main and ostial circumflex coronary artery, an unspecified 4.0x23 promus stent was initially unable to cross the lesion. Pre-dilatation was performed with using an unspecified 2.5x20 balloon dilatation catheter, followed with pre-dilatation using an unspecified 4.0x15 nc balloon. An unspecified buddy wire was then advanced to the lesion, and the same 4.0x23 promus stent was advanced and deployed at the lesion. After removal of the promus, intravascular ultrasound revealed poor stent apposition to the vessel wall at the left main and ostial circumflex. A non-compliant balloon was deployed in the stent at 24 atmospheres for 1 minute, improving stent apposition and resulting in timi 3 flow. There were no reported patient sequelae. No additional information was provided.